Manufacturer narrative:
The device will not be returned for analysis as it stays implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The device history records were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4) (MFR- 0001822565-2018-02653, 0002648920-2018-00413 and 0001822565-2018-02654) zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently patient is experiencing pain. No revision has been reported. No further information has been made available at this time.

Event description:
It was now reported that the event is not related to the device. This case will be invalidated as it does not meet the definition of a complaint.

Manufacturer narrative:
Additional information has been received. It was now reported that the event is not related to the device. This case will be invalidated as it does not meet the definition of a complaint. Please invalidate this case from your system. Zimmer biomet¿s reference number of this file is (B)(4).